Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device failed to convert the patient until the third high voltage shock was delivered. The patient received a few rounds of inappropriate atp therapies, which accelerated an atrial tachycardia to a ventricular tachycardia. It was also noted that the patient experienced syncope during the ventricular tachycardia event. The physician had scheduled the patient for a follow-up and further testing.